Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube case found on (B)(4) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, missing display window cover, cracked battery tube case, cracked retainer, serial number label damage. Cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Customer response: mother reports cracked case bumped/dropped/cosmetic damage t/s per dop114-980. Item - 'advise customer to disconnect from the pump' reason not completed - cust not present. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack. Damage occurred: unknown. Location of the damage is: backside. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: replaced pp following the mpdg the customer has been informed, that the returned product will be analyzed and not be available afterwards anymore. In exchange for the complaint product the customer received a replacement. By returning the product the customer agrees to this procedure. Ship: 1x 640g/return: 1x 640g country: (B)(6) input date: 01/14/2022 warranty start: 05/02/2018 warranty end: 05/01/2022 batch - (B)(4).